Event description:
It was reported that one day post-op, the atrial lead was sensing and capturing the ventricle, and was found to have dislodged. The lead was reprogrammed, and was later repositioned. The lead remains in use. The patient is enrolled in the wrap-it clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study (wrap-it).